Event description:
During a vitrectomy procedure, there was no intra-ocular pressure going to the eye. The pneumatic supply line to the unit was reconnected and then there was a blast of air into the eye. The proceudre was then completed.